Manufacturer narrative:
Evaluation summary: the complaint report states that the coil could not be detached, however, on the returned dcs the coil was detached. The damaged introducer suggests that the reported complaint could be procedure related; however, this could not be confirmed. The cause of the reported difficulty could not be determined as no anomalies were noted on the returned unit. The detached coil was also intact. Device and lot history record review: this was the first report of this type received for this sterile lot number to date. A review of route sheets was not performed for this product, as the complaint does not appear to be manufacturing related. There is not enough procedural information available to determine if clinical factors contributed to the reported failure of the coil to detach. Based on the analysis of the returned product, procedural factors may have contributed to the reported event; however, no conclusion can be made.

Event description:
The coil didn't detach from the delivery system. Later, other coils were successfully detached with the same syringe. There is no further information available.